Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Hope that no piece remained inside - tampon [foreign body in reproductive tract]. Top of the tampon broken [device breakage]. When removing the tampon, it split in half. I hope that no piece remained inside [complication of device removal]. Case description: consumer sent e-mail stating that when removing the tampon, it split in half and the top was broken. No serious injury was reported.